Manufacturer narrative:
Unable to perform self-test due to unresponsive keypad. P-cap was attached and locked into place correctly. The keypad was not responsive during testing. Unable to download history file and traces due to unresponsive keypad. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1. The following were noted during visual inspection: corroded battery tube. Scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Keypad unresponsive is confirmed due to moisture damage on the keypad connector. The keypad was not responsive during testing. Cosmetic damage is confirmed at the keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed as issue was reported via email. Customer reported left, down and center buttons were not responding. Customer reported crack on the center button of the pump. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.